Event description:
It was reported that the curved inserter threaded shaft screw broke while trying to disengage the inserter handle from the acetabular cup implant while it was in the patient. The surgeon removed the cup from the patient and implanted a new cup. The screwdriver was returned fractured and no additional information has been provided regarding the event/fracture.

Manufacturer narrative:
(B)(4). D10: 110010248 g7 osseoti 4 hole shell 60mm g (B)(6). 110003454 g7 curved inserter thd shaft unknown . 110003453 g7 curved acet shell inserter (B)(6). Visual examination of the returned product identified wear from previous uses in the hex for the threaded shaft. Device is fractured. Distal threaded tip remains in the shell. Proximal side with hex was returned loose. Shell outer spherical diameter, rim, and inner spherical surface have damage from attempted use and to be separated from instruments. No other damage was noted. Nicks and scratches are noted from previous uses for the screwdriver. Hex tip is confirmed to have fractured off and remains in the inserter threaded shaft in the shell. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the threaded shaft, cup, and screwdriver. This complaint was confirmed based on the returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.